Manufacturer narrative:
An alarm issue was reported with the adc application in use with an android mobile device ((B)(6), android 7, app version (B)(6)). Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection. Signal loss message was not observed. Therefore, the issue is not confirmed.

Event description:
An alarm issue was reported with the adc application in use with an android mobile device ((B)(6) android 7, app version (B)(6)). Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia, requiring treatment of glucose provided by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc application in use with an android mobile device (sm-g970f, unknown operating system). Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia, requiring treatment of glucose provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Freestyle libre 2 sensor serial number (B)(4) was used as an accessory device with the reported application. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Pqe investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low alarms due to signal loss when using the freestyle libre 2 sensor with the freestyle librelink application (sm-g970f, unknown operating system). Pqe attempted to replicate the issue using similar device configuration and was not able to reproduce the complaint. Thus, this complaint is not confirmed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.